Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted during testing. The device had normal operating currents and no unexpected alarms noted. The following cosmetic damage was noted: cracked case at display window corner, minor scratches on the lcd window, cracked belt clip slot at battery tube threads and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 370 mg/dl at the time of the call. The customer stated that they changed the battery on the pump and still had a failed battery test. The customer stated that the screen is frozen. The customer mentioned that the numbers of the screen of the insulin pump were scrolling when they initially looked at it. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan.